Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at below 20 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.